Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was pericardial effusion occurred. The procedure was cancelled. It was reported that versacross connect access solution for faradrive and a faradrive steerable sheath were selected for a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib). After transseptal access, while versacross devices were still in the patient's body, a small pericardial effusion was noted, which got bigger. Hence, the physician decided to abort the procedure and the patient was taken to the observation unit and kept hospitalized. The faradrive sheath was in the left atrium, and ablation was not initiated. No device malfunctions were reported. A perforation was not confirmed. In the physician opinion, the versacross devices did not contributed to the patient complication the patient was hemodynamically stable when complication occurred. The device is not expected to return for analysis (disposed).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was pericardial effusion occurred. The procedure was cancelled. It was reported that versacross connect access solution for faradrive and a faradrive steerable sheath were selected for a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib). After transseptal access, while versacross devices were still in the patient's body, a small pericardial effusion was noted, which got bigger. Hence, the physician decided to abort the procedure and the patient was taken to the observation unit and kept hospitalized. The faradrive sheath was in the left atrium, and ablation was not initiated. No device malfunctions were reported. A perforation was not confirmed. In the physician opinion, the versacross devices did not contributed to the patient complication the patient was hemodynamically stable when complication occurred. The device is not expected to return for analysis (disposed). It was further reported that the patient was hospitalized overnight and discharged next day. Also, it was noted a trace of pericardial effusion was present before starting the procedure and became noticeable after tsp. The procedure was cancelled for patient safety.